Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a pinhole leak at the inter-lumen on the shaft from the outside. Microscopic examination of the pinhole looked like it was caused by a rough object from the outside. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4).

Event description:
It was reported that the catheter with a deflated balloon fell out of the patient two hours after placement. The deflation was allegedly caused by water leakage. Subsequently, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter with a deflated balloon fell out of the patient two hours after placement. The deflation was allegedly caused by water leakage. Subsequently, the catheter was replaced.